Event description:
The customer reported to baxter clinical educaiton that during the beginning of the single needle procedure the instrument went immediately into the return cycle and no blood was drawn into the left cassette. It was stated by the operator that the donor began to feel light headed and complained of numbness and tingling around lips. The procedure was ended. The operator stated that after disconnecting the donor the procedure summary screen read that 232 ml of whole blood had been processed and approximately 30 ml of acd had been used. The operator stated that operator saw the acd around the 600 ml mark in the acd container. The operator also stated that operator did not set up the instrument but no alarms or problems occurred during prime.